Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
There was a patient death while the patient was being monitored on an mp50. The customer reports that there may have been a discrepancy between the ECG on the monitor and the ultrasound. Also at some point possibly only the mean reading was displayed instead of a systolic/diastolic reading.

Manufacturer narrative:
The philips product support engineers have carefully reviewed the log files from both the bedside monitor and the mms. The error code that the customer brought to our attention for further explanation is error code 16220. This error code is generated from the trend database when an inconsistency is discovered. To ensure that the monitor and database continue working as expected, the monitor reboots in order to clear up its internal state. This is not a deficiency in the monitor, rather this design ensures correct operation continues. This particular error code situation has occurred three times over a four year time period for this device. This situation and the corresponding reboot do not affect the measurements on the monitor in any way. Reboots interrupt monitoring for (~30) seconds before monitoring resumes. This error code is not at the same time period as the patient incident. Following the performance test completed by our local field representative, the monitor can be returned to normal service. It passed all testing. There is no allegation or indication that there was any lack of monitoring in this patient death. Philips will conclude that the use of the monitor was not causal or contributory to the patient outcome. There was a trend data inconsistency condition (a malfunction) and then the monitor detected and functioned as intended in logging the error and this error condition is resolved through automatic rebooting of the monitor. The cause of the error condition could not be determined. This has minimal health risk and does not represent a systemic problem; no further investigation or action is warranted.